Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Brand name (d1) is unknown as the reporter did not specify a specific product in their complaint, only a product line. 4. Catalog # and serial # (d4) not utilized by trilliant surgical. 5. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 6. Lot # and unique identifier (UDI) # could not be confirmed. See discussion below. 7. Implanted date (d6) and explanted date (d7) are unknown. 8. Reprocessor name and address (d9) n/a to this report. 9. Concomitant medical products and therapy dates (d11) not reported. 10. As a result of item 6 above, device manufacture date (h4) is unknown. 11. Section h9 n/a to this report. 12. No files attached to this report. B1 - adverse event and product problem are selected. B3 - date of event is unknown. B5 - description of event or problem was edited to reflect exact wording from internal complaint file, to delete discussion of root cause, and to not identify any physician by name. Additional information provided in follow-up submission: g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. Investigation summary (moved from b5 where this was reported in the initial submission): a root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. An MDR was submitted on 01/11/2019 to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed and these three (3) events are the first reported instances of mib revisions. Additional investigation performed 03/11/2020: the sales representative was given a personal mib tray on 12/04/2017. Because the original date of implantation is unknown, it cannot be determined if a loaner or a personal tray was utilized. It also cannot be determined what size or orientation of the screws and plate were utilized. Thus, potential lot numbers cannot be identified and DHR review cannot be conducted.

Event description:
The marketing department released a post-market surveillance survey on 12/07/2018 that asked customers, "rate your experience with the following product system. Please provide information if you rate poor/fair." A trilliant surgical sales representative rated the minimally invasive bunion (mib) plating system as "fair" and stated "doctor had to revise multiple mib cases". Sales support followed up with the sales representative as corporate had not previously received a report of any incidents involving mib revision surgeries with this sales representative or her doctor, doctor 1. The sales representative noted that these incidents occurred in march and april of 2018. Doctor 1 utilized the mib system on four (4) occasions and had to revise three (3) of the four (4) surgeries (B)(4). For this reportable instance (ccr 19-01-008), the sales representative noted that "screws had to be removed because they were backing out of the site". Due to lapse of time, case details for these incidents are extremely limited.

Event description:
As described in the event description, a response to a post-market surveillance survey indicated that doctors had to "revise multiple mib cases". When followed up with, the reporter, (B)(6), indicated that the events occurred in (B)(6) and (B)(6) of 2018 with dr. (B)(6). Additional cases are documented in ccr reports (B)(6) (see MDR reports 3007420745-2019-00002 and 3007420745-2019-00004) . Additionally, during this particular revision surgery, the screws were removed as they were reported as "backing out". It is unclear if the plate was also removed or if fusion occured due to the amount of time that lapsed from the event to the date of reporting. A root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. An MDR was submitted on 01/11/2019 to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed, and this is the first reported instances of mib revisions involving this failure mode.